Event description:
The customer reported that the co2 functionality was not working intermittently. No pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.